Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The nc traveler balloon dilatation catheter is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion in the 90% stenosed, moderately tortuous and heavily calcified, mid right coronary artery. The 3.0x8.0mm nc traveler balloon dilatation catheter (bdc) ruptured during the first inflation at 4 atmospheres. The procedure was successfully completed with a new non-abbott bdc and a xience alpine stent delivery system. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.